Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm inaccuracy event 2 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm device was reading 60 mg/dl. No bg meter comparison value was taken at this time. The patient was asymptomatic. However, the patient still decided to call emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 164 mg/dl. No cgm comparison value was reported at this time. Ems transported the patient to the emergency room (ER). At the ER, the patient was treated with an unspecified ¿blood glucose medication¿ and ¿hydrology¿. It was reported the patient was unsure of what the ¿hydrology¿ treatment was. The patient was discharged home after approximately 3-4 hours. The patient was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.